Manufacturer narrative:
Attempts were made to gather additional information regarding this event, but were not successful. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient experienced ventricular fibrillation. The physician attending the patient was concerned that the right ventricular (rv) lead may have been undersensing the patient's rhythm, leading to delay of therapy. The rv lead remains in service. No additional adverse patient effects were reported.